Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console logs from the reported day of event are consistent with complaint and show that around 13:03 on (B)(6) 2025 console performed full reset (reboot), preceded by unresponsive software process (calculator). Prior to reboot, the logs indicate system¿s inability to perform soft-reset (to restart unresponsive process), as well as malfunction of other software elements dependent on system resources. Although the log is incomplete and does not include entries before 20:32 on (B)(6) 2025, it clearly shows intermittent, and later permanent, loss of data streaming (usb data transmission from aic to rlm) as evidenced by multiple failed handshake attempts of the icb. After the reboot, pump (B)(6) resumed operation. Analysis of rlm journal could not be performed as the unit was unable to fully boot-up and kept rebooting. This correlates with aic¿s inability to communicate with rlm. There was no issue found during the case. The display functioned/operated to specification. Console¿s behavior in the field is consistent with unavailability of aic system resources caused by rlm¿s prolonged erratic behavior. The aic software behavior was investigated separately. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27284 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 765 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27284.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for approximately eight days for mechanical circulatory support until escalated to an impella 5.5 with extracorporeal membrane oxygenation (ECMO) placement for continued therapy. Approximately 41 days after the impella 5.5 mcs started, the automated impella controller suddenly went black without any warning or alarm and restarted on its own. Per the report, it took approximately 30 seconds for the aic to restart. After rebooting the aic worked without any problems. However, as a precaution, the aic was subsequently replaced. The patient continued impella and ECMO therapies for an additional 10 days before expiring noted to be due to multi-organ failure.

Manufacturer narrative:
Medical safety review of the event noted there was interruption with the automated impella controller (aic), and the aic was exchanged as precaution. There is not enough evidence to exclude the aic as an associated factor in the patient's outcome. There was interruption (possibly brief); impact to the event outcome is unknown. This is one of two devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-27272 for the impella 5.5 report. The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.